Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Infection - vaginal [vaginal infection]. Stomach hurts [abdominal pain upper]. Not feeling good [malaise]. Tampon stuck, unable to remove [foreign body in reproductive tract]. Tampax compak pearl tampon has no string [device physical property issue]. Consumer called to report that the tampon she used has no string on it and became stuck in her vagina. She experienced stomach pain as a result. No serious injury was reported.